Event description:
The customer reported via phone call that they were unable to remove the battery cap on the insulin pump. Customer was unable to insert a new battery as a result. Customer's blood glucose was 400 mg/dl. The customer treated their blood glucose with a manual injection. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, minor scratches on the display window, cracked case at the display window corners, a broken reservoir tube lip and a cracked reservoir tube.